Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal fentanyl (1000 mcg/ml at 1031.7 mcg/day) via an implanted pump for an unknown indication for use. It was reported that the patient's new pump was implanted on friday and the patient was discharged and went home. The patient came back on saturday and showed signs of medication withdrawal. The hcp decided to bring the patient back into the operating room (or) to explore the reason for the withdrawal. The reason for the withdrawal was that the original catheter was kinked at the side port cutting off the medication. It was reported that the catheter was entangled in the scar tissue. Diagnostics/troubleshooting included a dye study was attempted prior to re-opening the patient to visually inspect the pump and catheter. The hcp stated that they recognized that the pump was pulling tension at the port connection and ultimately cut off the supply of medication so they cut more of the catheter to give the catheter room to move. The issue was resolved at the time of the report and the patient's status was "alive-no injury". The patient's weight and medical history were asked but unknown.

Manufacturer narrative:
Continuation of d10: product ID 8709 serial# (B)(6) implanted: (B)(6) 2003 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(6), ubd: 14-oct-2005, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.